Event description:
A customer contacted baxter's technical service center to request assistance ending therapy on the homechoice (hc) machine during dwell. The home patient (hp) stated she disconnected from the hc while in a dwell but did not disconnect using aseptic technique. The technical service representative (tsr) assisted the hp to end therapy so she can start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated she did not recall the reason why she disconnected, but stated there was no patient injury or medical intervention as a result. Per the hp, she is doing well on therapy.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error-reuse of single use product during the fill stage, where the home patient stated he disconnected the heater bag and reconnected another bag. This complaint is confirmed because a replacing disconnected solution bags is a use error that can cause contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.